Event description:
Pt with right ica, m1 and m2 occlusions. After one pass with a retriever v 2.5 firm in the m2, there was persistent m2 occlusion. Another pass was made with a retriever v 2.0 in the m2 and partial recanalization was achieved with persistent intraluminal filling defect and severe stenosis. Distal access catheter aspiration was performed on the m2 occlusion. A f/u right ica angiogram showed patent anterior cerebral and inferior m2 branches with new site of hemorrhage into the subarachnoid space at the site of the previous superior branch m2 occlusion. Distally this branch remained occluded. The procedure was terminated. The 24 hr post CT showed massive edema (brain swelling). Pt went for hemicraniectomy.

Manufacturer narrative:
None of the reported info suggested that any concentric medical device malfunctioned. Because the device was not returned to concentric medical, a complete investigation could not be performed. Vessel perforation and intracranial hemorrhage are listed as possible complications in the retriever instructions for use.